Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that during the insertion of the catheter into the patient, the catheter unexpectedly snapped, and a fragment was retained in the patient's body. The catheter fragment was removed successfully during a subsequent surgical procedure in order to prevent any further complications. There were no immediate adverse outcomes for the patient. The patient's condition was stabilized soon after. The doctor noted that the cause may have been due to the needle cutting edge might have been too sharp or improperly designed, potentially damaging the catheter during insertion. The anesthetist noted that the catheter appeared to break in an area that would have been vulnerable to mechanical stress when interacting with the needle.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis determined that the visual and optical inspection confirmed the catheter had been torn. The needle may have been improperly inserted in the catheter at the time of use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.